Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers were offline. After restart, an error indicated the application was unavailable due to offline drawers. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline and the screen was off. A technical support specialist remotely accessed the machine and observed only one network connection. The specialist followed knowledge article (ka) steps and instructed the customer to check the cable connection. The customer confirmed that the power was connected to a surge protector, and the specialist advised connecting it directly to the wall outlet. After powering on the drawers, the second network connection became visible but showed as unavailable. The specialist corrected the internet protocol (ip) address settings, restarted the application and device, and verified that the issue was resolved. The customer tested functionality by logging in and performing tasks successfully. The system functioned as intended after the technical support specialist resolved the issue on the device.